Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill the cartridge. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy due to not having supplies available.